Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4), but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed in the pump's event history but not duplicated during product evaluation. The root cause of the reported problem was not identified. However, the pump head module will be replaced at a future date as a precaution. The user interface module software version of this pump is 7:01:00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 812:02. It is unknown when or in which care area this event occurred. This condition had the potential interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.